Event description:
It was reported that the patient's device had been disabled. Follow-up with the physician's nurse revealed that it had been disabled since (B)(6) of 2013 (exact date not provided) due to lack of efficacy. The physician's office later reported on (B)(6) 2015 that they only saw the patient to turn the device off. The nurse stated she can only go off of the information they have received which is that he was seeing a different physician in 2003 and then they have notes from that physician in 2011 saying that it was turned off due to ineffectiveness and complications according to the mom. The nurse stated she does not know anything else about these events and has combed through the chart and can't find any other information. The patient's programming history was reviewed in the manufacturer's database and the patient was disabled on (B)(6) 2007 and was left disabled on (B)(6) 2012. The patient's previous physician was contacted for additional information but no further information has been received to date.